Event description:
It was reported that the patient had their paddle lead explanted (B)(6) 2019. Patient still had the paddle from the first implant implanted, but the bottom half had been cut from a previous surgery. The lead was explanted and replaced.